Event description:
It is reported that the shell had a portion of metal protruding from the device.

Manufacturer narrative:
Eval summary: by nature of the material, post-mfg handling has the potential to pull up a loose wire. Post-mfg handling may have pulled the wire loose in this case. With the info provided, a definitive root cause for this event cannot be determined. Eval: dimensions taken on the returned device were found to be conforming. As returned, a single wire is protruding approx 0.25". The device history records were reviewed and found to be conforming to mfg, inspection, and packaging specifications. The reported malfunction has caused or contributed to a serious injury in previous two yrs on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for mfrs guidance document published by the FDA in (B)(6) of 1997.